Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted on (B)(6), 2007.according to the complainant, post-procedure, the patient suffered bodily injuries, including extreme pain, mesh erosion, infection and organ damage. All other information, including the patient's current condition, is unknown and reportedly unavailable.